Manufacturer narrative:
The investigation was unable to determine a definitive cause for the reported difficulties. It may be possible that the distal shaft was bent or entrapped within the anatomy (possibly at the aortic bifurcation), preventing movement of the shaft lumens and causing the thumbwheel to lock up. Additional attempts to rotate the thumbwheel against resistance may have placed tension between the ribbon and shuttle causing the outer member to separate in the handle as noted on the returned unit. The outer member separation likely caused slack in the ribbon resulting in the ribbon slipping off the thumbwheel and spooling around the center handle pin, thus preventing further deployment, as transmission between the thumbwheel and retractable sheath was lost. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Subsequent to the original filing, although the difficulties encountered appear to be related to procedural circumstances, on (B)(6) 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue was confirmed. It was noted that the thumbwheel rotated loosely and the stent did not move. The handle was opened to inspect the internal mechanism; it was observed that all the mechanical components were present, but the thumbwheel ribbon was loose and entangled outside the thumbwheel and the proximal spool was loose. The outer member was also separated, including the stainless-steel braided material. A review of the lot history record did not identify any nonconformity issued to the reported lot, that would have contributed to this event. Additionally, there is no indication of a lot specific product quality issue. The investigation was unable to determine a definitive cause for the reported difficulties. It may be possible that the distal shaft was bent or entrapped within the anatomy (possibly at the aortic bifurcation), preventing movement of the shaft lumens and causing the thumbwheel to lock up. Additional attempts to rotate the thumbwheel against resistance may have placed tension between the ribbon and shuttle causing the outer member to separate in the handle as noted on the returned unit. The outer member separation likely caused slack in the ribbon resulting in the ribbon slipping off the thumbwheel and spooling around the center handle pin, thus preventing further deployment, as transmission between the thumbwheel and retractable sheath was lost. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a target lesion in the heavily calcified and mildly tortuous superficial femoral artery. The absolute pro ll stent delivery system was advanced to the target lesion and an attempt was made to deploy the stent. Resistance was noted during deployment. The stent partially deployed, but was unable to be completely deployed. The device was removed from the patient anatomy and replaced with a second same device. There were no adverse patient effects and no clinically significant delay. No additional information was provided.